Event description:
The customer ran a blood glucose test with the contour® next gen meter and obtained a reading of 69 mg/dl at 1:31 p.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The device history record was reviewed for the suspected contour® next gen meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, the in-house contour® next gen meter with serial # (B)(6) and the in-house contour® next test strips from lot # 3mhec52a were used for in-house testing, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly marked as blood results in the meter's memory.